Event description:
It was reported that during a kyphoplasty case, the scrub tech was preparing the cement to be mixed and attempted to open the monomer vial on the back table when the glass broke, cutting the scrub tech's finger through the glove. The scrub tech immediately left the operating room suite to bandage the cut and re-glove before returning. It was reported that a new kit was used and the new monomer bottle was opened using gloves and gauze for protection. The scrub tech never had any direct contact with the patient and there were no glass fragments from the broken vial. The procedure was completed successfully. No patient complications were reported.

Manufacturer narrative:
(B)(4). Eval result: glass vial evaluated. Product analysis: "visual review confirms bottle broken into multiple pieces; unable to determine the root cause of bottle breakage. After visual inspection, no evidence was found that would suggest a defect in manufacturing or processing of the product; unable to determine root cause of the foregoing event from the available information."